Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Investigation complete. This is an initial final report submission. Review of the most recent repair record determined the rpms were low and motor and plug harness assembly were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported before use this dermatome produced low motor speed. There was no harm or delay in a procedure. No adverse events were reported as a result of this malfunction.